Event description:
It was reported that the locking ratchet on the attune patella clamp is faulty and would no lock into position correctly during the procedure. The surgeon held the clamp closed manually during the procedure to complete the operation. There were no particles generated and there were no delays to the surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received states that the locking ratchet on the attune patella will not engage in a locking position.